Event description:
Boston scientific received information that shortly after the implant of this right atrial lead, a revision procedure occurred due to a dislodgement which was causing phrenic stimulation. During this procedure the right atrial lead was repositioned successfully, however it was suspected that the left ventricular lead had partially dislodged. 3 months after the procedure, the left ventricular lead was noted to be fully dislodged into the atrium and a second revision took place. No issue was noted with the right atrial lead after the successful repositioning or at the second procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.